Manufacturer narrative:
(B)(4).

Event description:
Patient's father contacted dexcom on (B)(6) 2016 to report an adverse event that occurred. Patient's father stated that the patient was in the hospital for a diabetes related issue but that the event was not related to the continuous glucose monitor (cgm). There was no alleged device malfunction. No additional event or patient information was provided.